Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the proximal end of the stent struts were lifted up when positioned due to scratch with the proximal and middle of the lcx. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent damage was noted on proximal region of stent. Struts lifted and stretched. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. 1 located in the strain relief area and another located 24cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the proximal end of the stent struts were lifted up when positioned due to scratch with the proximal and middle of the lcx. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.